Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had unresponsive keypad. The patient¿s blood glucose level was 173 mg/dl. The customer stated that numbers are not ramping on their own and the scroll bar is not moving with no input. The customer was assisted with troubleshooting. The customer stated that there is no response from any button. The customer also stated that minutes changes when they monitor the time in display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board.(B)(4).